Event description:
Device was in use with home care pt. According to report, pt had irritation at two areas of her body where she had previously placed the listed insulin administration sets. The two sites of irritation where later determined to be bacterially infected. The pt has been referred to a general practioner for blood testing. Additionally, the pt has listed her endocrinologist three times regarding the infections. No further treatment has been reported. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.